Event description:
Event description cpi received information that at a routine replacement of an automatic implantable cardioverter defibrillator (aicd) the proximal pin of the endotak transvenous defibrillation lead (0064) was severed at the header. The rate sensing portion was capped, and the high voltage portion remains active. A cpi (0014) was added to the patient's system.